Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 500 mg/dl which was treated with manual injection. Customer stated that usually blood glucose was running in the range of 100 mg/dl and current blood glucose of in the range of 300 mg/dl. Customer had symptoms like shaking, frequent urination and not feeling well. Customer had bent cannula. Products will not be return for analysis.